Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3-l5 spinal canal stenosis; and underwent one-stage posterior fixation after extreme lateral interbody fusion at l3-l5. Intra-op, the tip of the driver broke while removing the deeply inserted screw. The screw at l5 was inserted too deep than those inserted at l3-l4; hence, reduction at l5 could not be done. When trying to pull back the screw with the reported driver, the driver's tip broke. The broken part could not be removed; hence, rod tightening was performed with the broken part remaining in the screw head. The operation was completed with the broken fragment of the driver remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow indicating the driver was turned in the counter clockwise direction, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.